Manufacturer narrative:
Additional information from a healthcare professional indicted that the patient's uti was related to the patient's underlying urinary dysfunction and was not related to the patient's device or therapy. (B)(4).

Event description:
Additional information received from a healthcare professional (hcp) reported the patient's urinary tract infection (uti) was related to the patient's underlying urinary dysfunction and the uti was not related to the patient's device or therapy.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor. It was reported the patient had a loss or change of therapy. They had no therapeutic benefit. They had stimulation for bladder incontinence but it also helped with bowel. On the stage 1 trial, they were getting good results but since the permanent implant they had issues with urgency and leakage. They would get no warning and then felt it trickling. They had the program changed 4 days prior to report but it was still not helping. The patient didn't feel stimulation but the therapy was on. The patient felt the stimulation in the correct area. The patient was assisted in increasing from p1-1.4v to a higher setting. The patient was going to monitor the symptoms now that change was made. They had a follow-up appointment with their health care professional (hcp) on (B)(6) 2016. Additional information received 7 days later from the patient reported that they inquired what program they had initially been set on during her trial. That program had worked better for her. Since the implant, the ins had not helped her symptoms and she developed a uti and they put in a catheter. They had an appointment with their hcp on the day of report and would discuss with the hcp on how to resolve her symptoms. They had no symptom relief since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.